Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a battery failure error. The device was not working on battery power at all. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the battery needed to be replaced as the device had a battery failure error. The device was not working on battery power at all. The customer needed part availability and was previously informed that the replacement battery is currently backordered. The remote service engineer (rse) routed the customer to the parts order desk (pod) for part availability. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the bme stated that a 1124 "battery failed" alarm error was displayed, and the battery (m00824p1, 2021-11-24) was not able to hold a charge. The bme plugged in the device and powered it up; however, after unplugging the device, the bme found that the device turned off. The bme then plugged the device back in and let the device charge for 24 hours, but the device turned off as soon as it was turned on and unplugged. The device is still pending repair since the batteries are on backorder. The repair for this device cannot be conducted at this time due to a backorder status of the replacement battery needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.